Event description:
It was reported on (B)(6) 2018, that while running nebulizer the screen turned black and the device shut off. The device displayed both visual and audible inop alarms. The patient was transferred to another ventilator. There was no harm to the patient.